Event description:
The customer reported that the pump had low battery alarm. It was indicated that the batteries last less than a week. The customer was using energizer and duracell. The alarm history showed that it was the second occurrence of low battery life. During the call the customer was hospitalized for dka two days prior to the call. Also the customer has a urinary tract infection and is on medication to treat it. Advised the customer to contact the help line whenever customer is hospitalized or has any questions about the pump.